Event description:
Customer reported issues with the insulin pump. Customer states that that there is a difference is between a sensor and blood glucose readings. Customer states that the blood glucose reading is 497 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected one opened/used enlite sensor and performed bicarbonate buffer test. The sensor failed for low readings.